Manufacturer narrative:
Results: root cause could not be identified. Reaction. Device or procedural images were not returned for review. Conclusions: reaction. Device or procedural images were not returned for review. Root cause could not be identified. (B)(4).

Event description:
It is reported the patient received an endeavor sprint rx drug eluting stent approximately 3 years ago. The patient reports suffering from a rash on her chest after implantation of the stents that is still there at present. Patient reported an allergy to aspirin.